Event description:
It was reported that high out of range pacing impedances, increasing capture thresholds and noise oversensing were noted on this right atrial (ra) lead. A chest x-ray was performed and lead fracture was noted. No pacing inhibition present this lead remains in-service at this time and will undergo frequent monitoring. No adverse patient effects were reported.